Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Further information was received from a nurse, which medically confirmed the report. The nurse stated that on (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The patient was treated with vancomycin. The patient had been retrained. On (B)(6) 2012, the patient was discharged from the hospital. The nurse stated that the event was unrelated to baxter products. A batch review was conducted for potentially associated lot number h12e31141. No exceptions were observed that were related to the reported condition.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal unknown therapy. During a call with baxter customer services (bcs), the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering. On (B)(6) 2012, the nurse (rn) confirmed the patient experienced peritonitis. The rn could not confirm the onset date of peritonitis on (B)(6) 2012 or hospitalization date (B)(6) 2012 the rn stated onset of the peritonitis was (B)(6) 2012. The patient was not on any prior antibiotic treatment. The treatment was vancomycin. The hospitalization dates were (B)(6) 2012 - (B)(6) 2012. The patient was recovering and still on pd solutions. The cause of peritonitis was unknown. The patient has been retrained. Event was not related to the homechoice machine, disposable parts, or dianeal therapy. No further information was provided.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this event.